Event description:
It was reported that this right ventricular (rv) lead could not be inserted all of the way into the header of the cardiac resynchronization therapy defibrillator (crt-d) during generator change out procedure. This produced shock impedance measurements that were greater than 200 ohms which was high out of range. Multiple attempts at troubleshooting were performed including cleaning the terminal pin and reinsertion. Ultimately, the physician elected to complete the procedure with the out of range measurements and re-evaluate during follow-up appointments. No adverse patient effects were reported outside of the prolonged procedure.